Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Follow-up with the physician¿s office did not provide any additional information. They provided clinic notes which had previous been received.

Event description:
In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.739 volts shows an ifi condition. The data in the diagaccumconsumed memory locations revealed that 97.835% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported that the patient was experiencing pain around his vns. The mother reported that one night it was so bad he had difficulty sleeping. The patient generator was nearing end of service although the eri flag was still "no" and the physician felt he needed it replacement as well as it may be the cause of the intermittent pain. Diagnostics were within normal limits. The patient had a generator replacement. The patient had been hit by a car at the end of 2012. Good faith attempts for additional information and product return have been unsuccessful to date.